Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medtronic field rep via a healthcare professional regarding a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the ins was eroding through the pocket. It was noted that the patient spends most of her time on her back lying in bed. The ins was explanted, and a new pocket was created on the other side. A new ins was implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.